Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result on a 79-year-old male patient. The sample was repeated and the results were normal. The following data was provided: customer¿s normal range for male over 40 years old: < 34 pg/ml (B)(6)2023 sid (B)(6)initial result = 91 pg/ml (B)(6)2023 sid (B)(6)repeat result (same analyzer) = < 2.0 pg/ml (B)(6)2023 sid (B)(6)repeat result (different analyzer) = < 2.0 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 53021ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 53021ud00 is within the established limits and comparable with historical lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 53021ud00 was identified.the following sections have been corrected to reflect the current contact nicole jenne, wiesbaden, deu: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-34, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result on a 79-year-old male patient. The sample was repeated and the results were normal. The following data was provided: customer¿s normal range for male over 40 years old: 34 pg/ml. (B)(6) 2023, sid (B)(6) initial result = 91 pg/ml. (B)(6) 2023, sid (B)(6) repeat result (same analyzer) = 2.0 pg/ml. (B)(6) 2023, sid (B)(6) repeat result (different analyzer) = 2.0 pg/ml. No impact to patient management was reported.